Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the customer reported that the connection point with the bipolar cable and the maryland bipolar forceps (mbf) instrument was burnt and emitting smoke. The customer used a backup instrument to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps (mbf) and the bipolar energy cable with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Manufacturer narrative:
Intuitive followed up and obtained additional information. Procedure event from related case (B)(4) occurred at the same time. Maryland bipolar forceps (mbf) instrument only had the issue. Both bipolar energy cable and mbf instrument had issue. There were no arcing and no patient injury. Instrument was returned with cable. No patient demographic information was available. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis replicated and confirmed the customer complaint "the connection point with the bipolar cable was burnt and emitting smoke". The instrument was found to have thermal damage at the luer plate. The thermal damage was to the bipolar pins. Inside the housing was no thermal damage observed. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.